Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reported he was in a coma for two days due to hypoglycemic episode and did not have any further information. Patient stated his wife had more details, but she was not available at time of call. Three due diligence attempts were made to reach patient's wife for more details without success.